Manufacturer narrative:
D4: the lot of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are lot # h13j0339 and # h13k0958. (B)(4): the device was not returned for evaluation however films were supplied for review which found: ap and lateral x-ray show scoliosis construct from upper thoracic level to l4. Left sided l4 screw has pulled off the rod and is disassociated. This is not apparent in the lateral film.

Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the set screw backed out of the bone screw. No additional patient complications were reported.